Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 03-oct-2016 found waste tubing too long causing the waste to back up, cut waste tube to correct length. Also replaced large syringe due to syringe tip too tight in syringe barrel and replaced thermal printer due to print starting to fade. Ran 20 samples with no issues. Cust calibrated instrument and ran qc. Fse ordered pm kit for next day and started on pm. The most probable cause of the reported event was waste backing up.

Event description:
On (B)(6) 2016 the customer reported intermittent high total areas on capped whole bloods with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.